Event description:
On 09/16 customer reports during an undetermined urology procedure, the system fluoro failed. Physician completed the procedure using endoscopy. Patient is fine. No reported injury. Customer provided no further patient or procedural information other than to say the procedure completed and patient is fine.

Manufacturer narrative:
Field service engineer (fse) investigated and found the image intensifier (ii) and tube arm were misaligned. Troubleshot according to service manual and isolated the problem to the 24v power supply. Installed new power supply, verified beam alignment at head and foot ends according to installation manual. Fse then verified proper operation per service checklist and returned the unit to full service.